Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the merlin.net programmer exhibited diagnostics anomaly. No intervention was performed. The patient would continue to be monitored.

Manufacturer narrative:
Correction in UDI number.